Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the leads were pulled out of their original location; one of the leads is about an inch from the actual implantable neurostimulator (ins) and the other is out of the spinal canal. The caller states they did x-rays and confirmed leads are not in original place. The caller states the patient indicated they were set to have MRI before any revision occurred though caller noted this particular MRI was for c-spine. Agent advised that the caller needs to follow up with the managing doctor before any MRI is pursued as a lead that is removed from epidural space is no longer full body eligible. The caller will do so.